Manufacturer narrative:
The customer¿s report of bulging (ballooning) of the silicone segment section with disposables sets could not be confirmed or duplicated. Physical inspection of the device noted no issues or anomalies. Analysis of the pump module event log shows no recorded channel error event having occurred on the reported incident date of (B)(6) 2015. The last recorded error found in the pump module¿s error log was dated back in (B)(6) 2014 and was a log only error type not visible to a user. Testing of the pump module found its performance to be within specifications for rate accuracy and patient side occlusion pressure. The root cause could not be identified.

Manufacturer narrative:
The suspect product was discarded. The concomitant devices have been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reports a bulging silicone segment in their IV set. There was no alarm of occlusion or channel error prior to noticing the bulge, as in similar events for this customer. There are no further details of this event, and no report of patient harm.